Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted and there were no signs of physical damage. Functional test was conducted and the device passed the testing. In addition, there is no sharp edges in the array. No causality could be established between the device and the uterine perforation; the event is related to usage of the device. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician was not able to pass initial cavity integrity assessment. Checked the cavity with a hysteroscope and nothing looked irregular. Exchanged the device for a new one and was still unable to pass the cavity initial assessment. They looked at the cavity a second time and noticed a uterine perforation for which at this point aborted the procedure. Patient was discharged and was doing great and stable. The provided notified that the patient will be scheduled for a complete hysterectomy. No other information available.